Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use, during the event include: brand name: interstim, product ID: 3889-28 (lot#: va1seg5), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported, that the device hasn't worked for 7 yrs, after a nurse pulled bandage off and pulled out the lead. Also, caller stated, that patient doesn't have the programmer. Caller indicated, that healthcare provider (hcp) stated, they do not have clinical notes from 7 yrs ago to verify system. Technical services (ts) redirected caller to hcp to have them verify, if ins is eos and to fill out eligibility form for head MRI in the future. Patient needed abdomen MRI today. Information was received, from a patient's representative. Regarding an implantable neurostimulator. The reason for call, was caller reported, that the patient's implant never worked for the patient. Caller said, that when the patient was in the recovery room, the bandage was falling off and the nurse pulled the wire halfway out. Patient did not want to have another surgery to fix it. Patient is now needing a MRI of their gall bladder. Reviewed MRI compatibility with caller. The patient was redirected to their healthcare provider to further address the issue.